Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was a low draw and blood pooling in stopper well. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that the tube was not filling and blood pooled on the cap.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was a low draw and blood pooling in stopper well. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that the tube was not filling and blood pooled on the cap.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill, blood pooling with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill, blood pooling as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.